Event description:
It was reported, (B)(6) 2010, by the patient's husband that the patient's pump was not working. After patient had her refills she slept for a couple of days. Patient is in severe pain. They have done a dye study and were going to do a CT scan. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).